Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware of the patient's allergic reaction on (B)(6) 2015, previously reported as (B)(6) 2015. The exact date of incident was not provided. However, the information indicates that medical intervention for the skin reaction first occurred in 2015. Additionally, dexcom received further information detailing the patient's allergic reaction. It was stated that the patient experienced a contact allergy from the cyanoacrylate used in the sensor pod assembly. Cyanoacrylate is present in the glue used to attach the housing of the sensor to the top (non-skin adhering side) of the patch. Patient's parent believes that the cyanoacrylate may migrate to the skin adhesive, before it has hardened, coming into direct contact with the patient's skin. Patient's doctor concluded that the patient experienced an allergic reaction to the cyanoacrylate contained in the glue, used to adhere the sensor pod to the top of the mesh of the patch and not the adhesive that adheres directly to the skin. The complaint device was not returned for evaluation. However, images of the reaction confirm the reported event. The root cause was determined to be a contact allergy to ethyl cyanoacrylate.

Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on behalf of a patient on (B)(6)2015, to report that on (B)(6) 2015, the patient developed a contact allergy from cyanoacrylate. Sensor insertion site and date of insertion are unknown. The complaint states that medical intervention was required. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).